Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized three times because of diabetic ketoacidosis. She stated that her sinuses were draining into her stomach which caused her to throw up. She said that the stress of her throwing up was the reason that her blood glucose went up. It went up to 600 mg/dl. She said that she went to the ER and that is when she was advised that she was experiencing diabetic ketoacidosis. The customer stated that she has been in there since the saturday prior. She said that one week prior to that, she experienced the same issue but that her blood glucose was over 1400 mg/dl. While hospitalized, the customer said that she received an insulin flow blocked alarm three to four times in a row, she changed her infusion set and bolused 8.7 units. She stated that when she checked her blood glucose later, it was still high. The customer¿s doctor told her that they believe that the pump is not working. The pump has been removed and she is now treating with manual injections. During high blood glucose troubleshooting, the customer¿s blood glucose was over 600 mg/dl and her current is 269 mg/dl. She stated that she was vomiting and was treating with manual injections. The customer went to the ER on (B)(6) 2017 at 9:30 pm with a blood glucose of over 600 mg/dl because of diabetic ketoacidosis. She is currently still in the hospital. She is not wearing the pump and has been off it less than 48 hours. The insulin pump is being returned for analysis.

Manufacturer narrative:
Findings: unit received with operating currents within specification. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test. No unexpected insulin flow blocked alarms were noted. Unit received with partially loose retainer. Unit received with minor scratched display window and case.(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.